Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that the patient is having an allergic reaction to the clips applied during her laparoscopic cholecystectomy. The patient has not been feeling well since her procedure in 2006.